Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 952110, 846828, 848828-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2011) and preterm labor. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as iron since 1997, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: pression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("ultrasound a single viable intrauterine pregnancy is identified/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction") and was found to have blood pressure abnormal ("I need to control blood pressure before going in"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, blood pressure abnormal and hypersensitivity outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered anxiety, blood pressure abnormal, depression, device dislocation, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011 - essure device was then advanced with successful placement of bilateral micro inserts. (B)(6) 2012 - findings: left micro insert noted essure device was then advanced with successful placement of bilateral micro insert (discrepancy). Discrepancy essure insertion date (B)(6) 2011 previously reported and (B)(6) 2012 current pfs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on an unknown date: a single viable intrauterine pregnancy is identified with measurements compatible with gestational age. No fetal anomalies were seen. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pregnancy with contraceptive device lot number reported 848828 is invalid. Lot number: 952110 manufacturing date: 2012/02 expiration date: 2015/02. Lot number: 846828 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 952110, 846828, 848828-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (B)(6) 1995, (B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2011) and preterm labor. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as iron since 1997, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: pression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("ultrasound a single viable intrauterine pregnancy is identified/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction") and was found to have blood pressure abnormal ("I need to control blood pressure before going in"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, blood pressure abnormal and hypersensitivity outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered anxiety, blood pressure abnormal, depression, device dislocation, heavy menstrual bleeding, hypersensitivity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011 - essure device was then advanced with successful placement of bilateral micro inserts. (B)(6) 2012 - findings: left micro insert noted essure device was then advanced with successful placement of bilateral micro insert (discrepancy). Discrepancy essure insertion date (B)(6) 2011 previously reported and (B)(6) 2012 current pfs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on an unknown date: a single viable intrauterine pregnancy is identified with measurements compatible with gestational age. No fetal anomalies were seen.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pregnancy with contraceptive device lot number reported 848828 is not valid. Lot number: 952110 manufacturing date: 2012/02 expiration date: 2015/02. Lot number: 846828 manufacturing date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 952110, 848828-inv, 846828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1995, (B)(6) 1997, (B)(6) 2003, (B)(6) 2005, (B)(6) 2011) and preterm labor. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as iron since 1997, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems: pression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("ultrasound a single viable intrauterine pregnancy is identified/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and hypersensitivity ("allergic reaction") and was found to have blood pressure abnormal ("I need to control blood pressure before going in"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, blood pressure abnormal and hypersensitivity outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered anxiety, blood pressure abnormal, depression, device dislocation, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2011 - essure device was then advanced with successful placement of bilateral micro inserts. (B)(6) 2012 - findings: left micro insert noted essure device was then advanced with successful placement of bilateral micro insert (discrepancy). Discrepancy essure insertion date (B)(6) 2011 previously reported and 03aug2012 current pfs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on an unknown date: a single viable intrauterine pregnancy is identified with measurements compatible with gestational age. No fetal anomalies were seen.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pregnancy with contraceptive device lot number reported 848828 is invalid lot number: 952110. Manufacturing date: 2012/02. Expiration date: 2015/02. Lot number: 846828 manufacturing date: 2011/03. Expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event allergic reaction, migration were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.